Event description:
It was reported that the patient underwent a procedure utilizing a standard expansion segment on (B)(6) 2010. Subsequently, during a procedure to expand the prosthesis on (B)(6) 2010, the spacer was found to be fractured in half. The fractured one centimeter spacer was replaced with a two centimeter expansion segment.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4)